Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who had been implanted with a neurostimulator for spinal pain. It was reported their implant had been removed due to (B)(6). On 2014-may was reported as when the (B)(6) had developed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.